Event description:
It was reported that a nurse, was raising the siderail with a pt on the stretcher. Where the nurse was raising the siderail, there was a hole and a sharp edge inside. The nurse felt a laceration to her right fourth finger (ring finger) while raising the siderail to the full up and locked position. The finger was fractured and the laceration cut the nail bed. A splint was used and no stitches required. No adverse events reported to the pt on the stretcher. The stretcher has been removed from service permanently.

Manufacturer narrative:
It was reported that the stretcher has been permanently removed from the user facility. An evaluation will not be performed as the stretcher is no longer available.